Manufacturer narrative:
(B)(4). To date the generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the pt received a 1.5cm 2nd degree burn located 2cm above the incision site on the throat. The site does not know what handpiece was in use during the procedure. The burn was excised, sutured with running prolene subcuticular, and dressed. The pt was doing fine upon discharge.